Manufacturer narrative:
H11. H3, h6. The reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The anchor is still in the insertion tube. The insertion tube is bent. There are abrasions on opposite sides of the tube at the bend from being handled with another instrument. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation was performed on the returned device and found the driver is locked and could no longer be used to advance the anchor if the insertion tube were not also bent. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device, excessive force during use or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, after insertion, the shaft of a q-fix all suture anchor was found to be bent, and the anchor could not be activated. The procedure was resumed, using an equivalent s+n back-up. Additional anesthesia was required as consequence of the surgical prolongation, yet the duration of the delay is unknown. No further complications were reported.